Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with his blood glucose levels. Customer's blood glucose level was 55 mg/dl. Customer treated his blood glucose level manually. Customer stated that the reservoir was not manipulated while connected, but the reservoir was showing more insulin than what was shown on the status screen. Troubleshooting was performed and the insulin pump passed the displacement test. No additional information provided.